Manufacturer narrative:
This report is related to linked to the following patient identifier: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a hysteroscopic resection of multiple submucosal fibroids, the resectoscope electrode loop arm snapped. The broken piece was retrieved from the patient and replaced. The procedure continued and then both arms of the second resectoscope electrode loop snapped. The device part was found via hysteroscopy and removed from the patient. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial with information inadvertently left out fields (b3 and d4) and to provide an update to field (h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.